Event description:
Additional information gathered via follow-up revealed surgical intervention is the next course of action.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
It was reported the patient received a replace generator soon message. The next course of action is unknown at this time.